Manufacturer narrative:
The device history showed no related manufacturing issues and one complaint of similar nature which was recorded as inconclusive due to no product returned for evaluation.

Event description:
Break distal to the wing right at the tubing. Hooked up to pump at about 270 cc/hour. Catheter had been in 1-2 days before breaking. It is unknown what was being infused.